Manufacturer narrative:
(B)(4) evaluation statement: the reported event of devices with cracked hinges could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿eight infusion pumps were noted to have hinge cracks five were successfully repaired locally and passed full battery of manufacturer recommended tests three pumps were sent to covidien for OEM repair." An incomplete date of event of (B)(6) 2019 was provided. It was later reported by that the clinical supervisor was making rounds on a nursing unit in which she found a device with a cracked hinge. This led the clinical supervisor to perform a further assessment and she found an additional seven devices that demonstrated cracked hinges. The customer further stated that none of the devices were attached to a patient at the time of the event.